Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. This is uncomfortable- tampon [medical device site discomfort]. String unravels [device breakage]. Case description: consumer reported that the tampon string unravels. No injury was reported.